Event description:
The ve lvad was implanted in 2000. The pt's condition was deteriorating so the pt was brought back to the operating room for exploratory surgery, the ve lvad was visually inspected and was reported to be functioning properly. During this surgery the inlet cannula slipped out of the left ventricle; however, the pt was not on bypass when this occurred. Bypass was established and the lvad was replaced, but the pt had suffered brain damage and the pt died in the evening.